Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2022. The insulin pump passed the self test, displacement test, active current measurement and sleep current measurement. The insulin pump was monitored for several hours and no low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25 and power loss alarm recorded in the formatted history file for the even date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 07:55:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:17:07.000 to (B)(6) 2022 10:27:54.000 (B)(6) 2022 17:43:31.000 to (B)(6) 2022 17:59:57.000 (B)(6) 2022 18:00:02.000 to (B)(6) 2022 18:59:00.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:17:07.000 to (B)(6) 2022 10:27:54.000 (B)(6) 2022 17:46:07.000 to (B)(6) 2022 17:59:57.000 (B)(6) 2022 18:00:01.000 to (B)(6) 2022 18:45:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 17:26:00.000 (B)(6) 2022 17:36:00.000 and replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:57:00.000 upon checking on the power data/detail trace file, low battery alert, failed batt/battery failed alarm and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the insulin pump near the battery tube compartment. Low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were not confirmed. However, during visual inspection, slight corrosion was found on the battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.